Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 5 was derailed and could not be put in or taken out. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had bad rail. A field service engineer (fse) found that the main full height drawer had a damaged left side rail. The drawer was removed from the station, the rail was replaced, and the drawer was reinstalled. The device was rebooted, after which the customer successfully recovered the failed drawer and tested inventory with good results. The system functioned as intended after the field service engineer repaired the device.